Event description:
Additional information was received that a revision procedure was performed. The device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that two low voltage alerts were recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Additional information was received that the device was returned for reliability analysis.

Event description:
Boston scientific received information that the patient with this device reported hearing beeping tones from the device. Approximately two weeks later, the patient was presented for device evaluation. Upon device interrogation, a fault code was observed, indicating voltage too low for projected remaining longevity. Device data was saved to a disk for further review. Analysis of the data confirmed the fault code and recommended device replacement. At the time of analysis, therapy delivery was unaffected and the data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. A device replacement procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.